Event description:
The customer alleged that he and another employee had a human reaction from a "burning electrical" smell and a light haze from the unit. The employee experienced burning eyes and a headache. The employee did not seek medical treatment and she reported that her symptoms have resolved. The customer reported that they have discontinued using the unit.

Manufacturer narrative:
Reference: MDR: 2084725-2008-00853.